Manufacturer narrative:
A2, a4 and a5: unknown, as information was requested but not provided d6b - explant date: not applicable, lens remains implanted, therefore not explanted. E1 - telephone number: (B)(4). H3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician had a slight feeling of resistance at the time of releasing the intraocular lens (iol). The physician checked the lens after implantation and found that the base of the lead haptic had cracked. He decided not to remove the lens because it would not impact on the patient¿s vision. There was no patient injury and the lens remains implanted. No further information was provided.